Event description:
Reporter stated the infusion device displayed an e8 power interrupt error and the buttons do not function. No physiological effects were reported. The infusion device was requested for evaluation.

Manufacturer narrative:
The complaint cannot be verified due to a careless handling of the product. The soft components of the housing are worn down heavily. Therefore, moisture may enter the insulin pump and destroy the pump electronics. The buttons were tested successfully and the functionality fulfill the product specifications. The e8 was correctly triggered by the device due to an power interruption.

Manufacturer narrative:
The event occurred in (B)(6).